Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the nasolabial folds and oral commissures patient developed bilateral tender lumps at the oral commissures on the same day. Patient was treated with "red light" and massage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bilateral tender lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects, medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site.